Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed open sores underneath the lifevest. The patient was in the hospital, and hospital staff did not wash or change the patient's garment in approximately 30 days. There is no indication that the patient was in the hospital because of the skin irritation. The patient was discharged. Follow-up attempts to determine the medical outcome of the patient's irritation were unsuccessful.